Event description:
It was reported that this right ventricular (rv) lead exhibiting over-sensing of noisy signals. Technical services (ts) was consulted and provided a review of reports and recommended further review. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).